Manufacturer narrative:
Additional narrative: examination of the returned neck trial confirmed the complaint; the locking screw mechanism broke off. A two-year search of the complaint database found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. A design change of the locking mechanism was implemented on december 17, 2014 via co (B)(4) to help alleviate with this type of complaint. The complaint sample was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post op: proximal neck trial 45 mm could not be removed from proximal trial shaft after it was locked. On trying to un-lock and remove in washing bay the trial neck was broken.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.